Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally it was reported that customer's blood glucose level was displayed as "low" on the contiguous glucose monitor, cause of the low was unknown. Customer addressed low bg by consuming carbohydrates. The customer continued to use pump for insulin therapy.